Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and as a result the device delivered an inappropriate shock. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and as a result the device delivered an inappropriate shock. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was evaluated with good sensing with one complex of t wave, furthermore, it exhibited oversensing. Boston scientific technical services (ts) recommended increasing the rate cutoff (rco) and exercise the patient previous inappropriate shock for t wave oversensing. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was checked due to the re occurring t wave oversensing leading into inappropriate shock. Smart pass was also disable due to low amplitude. The patient refuses a treadmill test subsequently, the field representative discussed the option with the provider to keep the alternate programming with smart pass back on. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, the patient presented into the emergency department for a chest pain. Boston scientific technical services (ts) reviewed the episode in question and confirmed the device is programmed to alternate which is the only viable vector at this time. Additionally indicated that there was a significant baseline wander in the event. Ts stated to look at smart charge to see if it can be extended in an effort to delay therapy as long as possible. Also recommended a pa and lateral cxr to confirm system placement and terminal pin fully inserted into header. The field representative will discuss with physician. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and as a result the device delivered an inappropriate shock. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was evaluated with good sensing with one complex of t wave, furthermore, it exhibited oversensing. Boston scientific technical services (ts) recommended increasing the rate cutoff (rco) and exercise the patient previous inappropriate shock for t wave oversensing. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was checked due to the re occurring t wave oversensing leading into inappropriate shock. Smart pass was also disable due to low amplitude. The patient refuses a treadmill test subsequently, the field representative discussed the option with the provider to keep the alternate programming with smart pass back on. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, the patient presented into the emergency department for a chest pain. Boston scientific technical services (ts) reviewed the episode in question and confirmed the device is programmed to alternate which is the only viable vector at this time. Additionally indicated that there was a significant baseline wander in the event. Ts stated to look at smart charge to see if it can be extended in an effort to delay therapy as long as possible. Also recommended a pa and lateral cxr to confirm system placement and terminal pin fully inserted into header. The field representative will discuss with physician. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this patient exhibited another untreated episode due to noisy signals oversensing. Additionally, smart pass was disable. The technical services (ts) discussed troubleshooting options and recommendations. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and as a result the device delivered an inappropriate shock. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was evaluated with good sensing with one complex of t wave, furthermore, it exhibited oversensing. Boston scientific technical services (ts) recommended increasing the rate cutoff (rco) and exercise the patient previous inappropriate shock for t wave oversensing. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and as a result the device delivered an inappropriate shock. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was evaluated with good sensing with one complex of t wave, furthermore, it exhibited oversensing. Boston scientific technical services (ts) recommended increasing the rate cutoff (rco) and exercise the patient previous inappropriate shock for t wave oversensing. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was checked due to the re occurring t wave oversensing leading into inappropriate shock. Smart pass was also disable due to low amplitude. The patient refuses a treadmill test subsequently, the field representative discussed the option with the provider to keep the alternate programming with smart pass back on. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, the patient presented into the emergency department for a chest pain. Boston scientific technical services (ts) reviewed the episode in question and confirmed the device is programmed to alternate which is the only viable vector at this time. Additionally indicated that there was a significant baseline wander in the event. Ts stated to look at smart charge to see if it can be extended in an effort to delay therapy as long as possible. Also recommended a pa and lateral cxr to confirm system placement and terminal pin fully inserted into header. The field representative will discuss with physician. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this patient exhibited another untreated episode due to noisy signals oversensing. Additionally, smart pass was disable. The technical services (ts) discussed troubleshooting options and recommendations. This device remains in service. No adverse patient effects were reported. This supplemental report is being filed as the patient had another untreated event. The device is programmed to alternate with 2x gain. Technical services (ts) reviewed the event and there appears to be a variety of morphologies, both with undersensing and oversensing. Smart pass remains off. Ts recommended x-rays and provided programming options. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing and as a result the device delivered an inappropriate shock. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was evaluated with good sensing with one complex of t wave, furthermore, it exhibited oversensing. Boston scientific technical services (ts) recommended increasing the rate cutoff (rco) and exercise the patient previous inappropriate shock for t wave oversensing. The system remains in service and no adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was checked due to the re occurring t wave oversensing leading into inappropriate shock. Smart pass was also disable due to low amplitude. The patient refuses a treadmill test subsequently, the field representative discussed the option with the provider to keep the alternate programming with smart pass back on. The system remains in service and no adverse patient effects were reported.